Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose over 400 mg/dl. Troubleshooting spoke with customer and their doctor. It was found that the pump was able to complete the prime sequence. Customer declined to check the pump settings and basal rates. It was found that the cannula was bent. The customer indicated that they would call back later after being released from the hospital to follow up and further troubleshoot.